Event description:
It was reported that the patient received an external cardio-version in the emergency room due to ventricular fibrillation (vf). The patient experienced many episodes of superior vena cava tachycardia, ventricular tachycardia, and vf. The patient received therapy appropriately. The patient also experience hyperkalemia and bundle branch block at the increased heart rate. The right ventricular lead triggered a lead integrity alert for oversensing and noise, but the electrogram appeared clean. It was determined that the device produced an inappropriate alert due to incessant vf. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert for lead failure predictor on (B)(6)-2011 11:45:38. Two ventricular non-sustained tachycardia less than or equal to 208 ms on (B)(6)-2011. Two ventricular fibrillation less than or equal to 210 ms average v-cycle on (B)(6)-2011. Ventricular short interval count (v-sic) equal to 75 counts, in 0.14 days, on (B)(6)-2011.